Manufacturer narrative:
Product event summary: the controller and six (6) batteries were not returned for analysis. Log file analysis revealed that the controller, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed a premature power-switching event that was due to momentary disconnections involving (B)(4) within the analyzed period. Analysis of the event file revealed five (5) controller power-ups with their associated motor starts on 20apr2017 at 11:15:11 and on 22apr2017 at 2:49:12, 2:49:41, 2:51:32 and 20:45:32. No anomalies were observed during the recorded controller power ups. The controller was without power for a total of 2 minutes 13 seconds on 20apr2017 and 2 minutes 18 seconds on 22apr2017. As a result, the reported events were confirmed. Based on the log file analysis, the most likely root cause of the premature power switching event can be attributed to momentary dis connections between the controller and battery. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation has been opened to evaluate the events involving the controller losing power and implement corrective actions as required. An internal investigation has been opened to evaluate the momentary disconnections and implement corrective actions as required. Investigated momentary disconnections. Additional products: (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery : battery /(B)(4)/ model #:1650de / catalog #: 1650de / expiration date: 09/30/2016, UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 09/30/2015, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery : battery / (B)(4) / model #:1650de / catalog #: 1650de / expiration date: 12/31/2016, UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 12/31/2015, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery : battery / (B)(4) / model #:1650de / catalog #: 1650de / expiration date: 12/31/2016, UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 12/31/2015, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #:1650de / catalog #: 1650de / expiration date: 12/31/2016, UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 12/31/2015, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery : battery / (B)(4) / model #:1650de / catalog #: 1650de / expiration date: 12/31/2016, UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 12/31/2015, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery : battery / (B)(4) / model #:1650de / catalog #: 1650de / expiration date: 04/30/2017, UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 04/30/2016, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery : battery / (B)(4) / model #:1650de / catalog #: 1650de / expiration date: 04/30/2017, UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 04/30/2016, labeled for single use: no, (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced controller power up events where the pump stopped. It was further reported that the patient experienced power switching and battery problems. The controller and the batteries remain in use. No patient complications have been reported as a result of this event.